Manufacturer narrative:
The patient began to reach for the mask but the nurse was able to turn the ventilator back on before anything happened to the patient. A blower malfunction may result in no airflow during operation, which can cause vent inop and hypo ventilation/lack of volume delivery during normal ventilation use. The software was returned to the previous software revision 2.10 at the request of the customer.

Event description:
The customer reported the device alarmed and shut down on a patient due to a blower speed error reference. The customer reported the nurse was in the patient room at the time of the event and noticed the ventilator had turned off. There was no patient harm.

Manufacturer narrative:
Patient information has been requested.

Event description:
The customer reported the device alarmed and shut down on a patient due to a blower speed error reference. There was no patient harm.